Manufacturer narrative:
The investigation was completed and no device was returned. Investigation summary: hypotension: the cause of the injury was not determined due to insufficient clinical details. Hemolysis / mechanical interaction with blood: the cause of the hemolysis was not determined without returned product investigation and sufficient clinical details, including data log. Access site adverse event: the cause of the access site adverse event was not determined without returned product investigation and sufficient clinical details. Device in wrong position: the cause of the positioning issue was not determined without returned product investigation and sufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale/review: an impella cp was inserted via the femoral artery to support the 88 year old male who had been admitted in with acute myocardial infarction and cardiogenic shock. The patient has a known history of prior CABG for coronary artery disease, diabetes, and renal insufficiency. The access site of the cp had a bleed. The patient had been moving legs and sitting up. The team troubleshot by manual hold, giving 4 units of blood, and holding the heparin anticoagulation. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. When the urine color changed and labs were hemolyzing, the team had concerns of hemolysis so troubleshooting began. The pump was imaged and seen to be in the wrong position. The team repositioned the pump away from the papillary muscle and in doing so crossed the valve and had to replace the cp pump with another when they were unable to re-cross the valve and place again within the left ventricle. The new cp pump was successfully placed and support proceeded.